Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. Health effect - impact code - f1004 underdose.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported by the parents that the patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the abdomen. The patient experienced feeling sick and vomiting. The cgm was reading low and the blood glucose reading was 357 mg/dl. Due to the inaccurately low cgm readings, the tandem insulin pump was under infusing insulin, which reportedly resulted in diabetic ketoacidosis. The patient was treated in the hospital with an unspecified dose of humalog insulin. There was no documentation of further medical intervention. No mention of inpatient hospitalization. At the time of the report, the patient was in good condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.